Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up this pacemaker and right ventricular (rv) lead revealed a rise in pacing impedances greater than 2000 ohms and a loss of capture (loc). The patient was admitted to the hospital and a revision procedure was performed. During the revision the physician discovered a connection issue with the device and lead. The lead was reconnected to the device; tested and impedance measurements were within normal range. The revision was completed with no complications and no adverse patient effects were reported. . The device and lead remain in service.